Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. Customer¿s blood glucose level was 357 mg/dl earlier and now it was 406 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer reported insulin pump had insulin flow block and the issue was resolved by changing the complete set. Customer did not mention any symptoms related to high blood glucose level. The insulin pump will not be returned for analysis.